Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after damage. Evaluation summary: analysis of the returned product noted blood visible in the balloon and inflation lumen and on the hypotube and contrast on the hypotube, consistent with preparation and a separation while in the patient anatomy. The balloon was loosely folded. The hypotube was separated 79.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shape, as if kinked prior to separation. There were multiple kinks through out the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is likely that the shaft was inadvertently handled during preparation, resulting in the shaft kinking as there was no damage noted to the catheter during unpacking which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The shaft was then attempted to be straightened and the catheter advanced into the patient anatomy, which further contributed to the shaft ultimately separating. It should be noted the trek instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. As the shaft had separated, this would contribute to the balloon unable to be inflated and the noted leak. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the mid right coronary artery. Prior to use, the shaft of the trek dilatation catheter was observed to be kinked, but the decision was made to straighten the kink and use the device in the procedure. The catheter was advanced over a balance middleweight guide wire to the lesion site and pressurized; however, contrast was seen leaking in the guide catheter and the balloon would not inflate. When the catheter was removed, it was noted that the shaft had separated and only the proximal shaft came out of the patient. Since the distal shaft remained on the guide wire, it was removed together as a unit with the guide wire and guide catheter. There was no reported resistance during advancement or withdrawal. A new balloon was used for pre-dilatation and a xience v stent was deployed to complete the procedure. There were no adverse patient effects. No additional information was provided.